Event description:
Spontaneous communication. Patient's spouse reports both cadd legacy pumps serial numbers (B)(4) are giving high pressure alarm, but confirms there are no kinks or obstructions and is likely due to cassettes. Advised to change tubing and cassette as if they are doing a new mix, reassess and to contact pharmacy immediately if this does not resolve issue. Per notes, unknown what product was checked for kinks/obstructions. Unknown what cassette was defective, no lot number provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Unk; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.